Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined area. Reportedly, leak may have been caused by overfilling, although unable to confirm. Additionally, it was reported that insulin was not observed in the patient line "during the fill tubing step." Customer loaded a new cartridge to address the issue. Customer's blood glucose (bg) level was between 400 mg/dl and reading "high" on the continuous glucose monitor. Elevated bg was addressed by manual insulin injections.